Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving adequate relief from their scs system. Troubleshooting was attempted with no success. In turn, surgical intervention was undertaken wherein the ipg was explanted.